Event description:
Healthcare professional (hcp) reports one incident of a blood leak on reuse number 16. This occurred at the onset of treatment when the hcp heard a blood leak alarm and then confirmed the blood leak with a positive hemastix. Treatment was continued with a new dialyzer and bloodlines without incident. Estimated blood loss was 150cc. No pt injury or medical intervention reported.